Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the equipment presented with aspiration problems and then locked during a cataract with intraocular lens implant procedure. Following a delay of less than 15 minutes to exchange the system, the procedure was completed with no harm to the patient.